Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) had fiber-optic malfunction. There was no patient involvement.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) connector where put fiber probe isn't working. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,b5, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , e3, e2 , e1 ( initial reporter , event site email). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, fse did not find any problem. No parts were replaced. Fse completed validation successfully. The device passed all functional and safety tests. The device has been returned to the customer for clinical use.